Event description:
The initial reporter alleged discrepant reactive results for hepatitis b virus (hbv) using the kit cobas 58/68/8800 mpx 480t ivd assay on the cobas 6800 instrument. The customer reported four reactive pool 6 results for hbv on (B)(6) 2023 using the cobas 5800 instrument, with cycle threshold (CT) values ranging from 36.21 to 39.03. These samples were taken the same day and location and were processed within 2-3 hours without requiring a cold chain. Serology testing performed on the same samples using the roche electrochemiluminescence assay on the cobas 601 instrument yielded negative results. The customer followed their laboratory algorithm and re-ran the serology samples, obtaining three reactive results and one non-reactive result. Subsequently, plasma from the blood bags was tested on (B)(6) 2023 using the cobas 6800 instrument, and all four samples were non-reactive. On (B)(6) 2023, serology testing was repeated, yielding one reactive result and three non-reactive results. One donor provided a new sample one month later, which tested non-reactive. The other donors have not yet provided new samples. The blood bags associated with these samples were not released, and no harm was alleged.

Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the cobas mpx assay performed within specifications. A review of the available data, including cycle threshold (CT) values and repeat testing results, did not indicate a product issue with the complaint lot. The analysis highlighted the complexity of result interpretation due to multiple sample types, testing methods, and potential biological factors. Early or late hepatitis b virus (hbv) infections, including occult hepatitis b infection (obi), may result in discrepancies between nucleic acid testing (nat) and serology results. Additionally, contamination or true limit-of-detection (lod) samples could not be entirely ruled out. Confirmatory serology results suggested that three of the four samples may represent true nat infections, while one sample may have been affected by contamination or other factors. The blood bags associated with the samples were not released, and no harm was reported. A definitive root cause for the reported event could not be determined based on the available information.